Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, after the firing, the interlobular fissure was disconnected. The cutting closer pumped, and after clamping blood vessel by the cutting device, it was not very tight so there was bleeding. New device was used to complete the case. There was no patient injury.